Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b4; b5; d2; d4; d9; g1; g3; g4; g6; h1; h2; h3. D10: 42529900100, tibial articular surface inserter, (B)(6), 42522100413, articular surface medial congruent (mc) right 13 mm height use with tibia sizes c-d/cr femur sizes 6-7, (B)(6), 42502006002, femur cemented cruciate retaining (cr) narrow right size 6, (B)(6), 42532006702, tibia cemented 5 degree stemmed right size d, (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42522100413, articular surface medial congruent (mc) right 13 mm height use with tibia sizes c-d/cr femur sizes 6-7, (B)(6). 42502006002, femur cemented cruciate retaining (cr) narrow right size 6, (B)(6). 42532006702, tibia cemented 5 degree stemmed right size d, (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of an articular surface inserter broke off. The surgical technique was utilized, there was no surgical delay, or foreign bodies retained. Attempts have been made and all the available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2; h3; h4; h6. Complaint can be confirmed. Visual examination of the returned product for item # 42529900100 lot # 64283678, found it to exhibit signs of repeated use and the tip of component 42529990001 (hook) has fractured off. Could not complete dimensional analysis of the product due to the hook (tip) being fractured. The tip of component 42529990001 (hook) has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.